Manufacturer narrative:
(B)(4). Device evaluated by MFR: a review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with micro striae in the left eye (os) at post treatment. The patient¿s chief complaint was of some foreign body sensation and blurred vision. The patient¿s comments were of not wearing shields all night the night before. The surgery center advised the patient of the importance of night shields to prevent rubbing/wrinkles and continue use of night shields for a month. A flap lift and stretch were performed. The patient reported the symptoms are not interfering with daily activities. The patient is doing well as the symptoms were resolved on (B)(6) 2019. Bcva from (B)(6) 2019: right eye pre-op: 20/20, -5.50x -.50 x 55, left eye pre-op: 20/20, -5.50 x -.75 x 135. Ucva from (B)(6) 2019: both eyes (ou): 20/15.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.